Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged ceramic tip could not be determined. It is possible that the damage was induced thermally or mechanically, such as wear and tear, mechanical overload, impact, or accidental dropping. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the resection sheath sealing ring was damaged. The event was not associated with an intended procedure. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: ceramic tip fell off.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of sealing ring was damaged was not confirmed. In addition to evaluation in b5, the sealing ring (set) was damaged or missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.